Event description:
During the trial of the acetabular liner component, the surgeon removed a "c" shaped c lip in the acetabulum. The sales rep identified it as a piece from the trial acetabulum which holds the screw in place in the acetabular liner component. We identified all pieces were removed from the patient, a total of 3 pieces. The 3 pieces were all intact. The rep. Disposed of the trial component.